Manufacturer narrative:
The returned device was evaluated. During evaluation the device was able to power on using batteries. When powered on multiple led segments did not light up. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the led segments on the system circuit board had multiple open circuit nodes causing the segments to fail. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported missing display segments. No patient impact or consequences were reported.